Manufacturer narrative:
This report is being supplemented to provide additional information (h6, h10) regarding the reported event. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The probable cause for the reported 'image does not display' is because the video transmission does not communicate with the processor due to the cable damage. The instructions for use state: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
The device was returned to olympus for evaluation. The reported event of no image was confirmed, there is no image due to faulty cable unit. Rear cover labels are fading. Focus ring is worn it has cracks. If additional information becomes available at a later time, this report will be supplemented.

Event description:
User facility reported loss of image issue during preparation for use. There was no patient injury.